Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the common femoral artery (cfa). No pre-deployment angiogram was performed. While the pt was still in the procedure room, the pt complained of leg pain. An angiogram revealed a blockage near the puncture site and a successful angioplasty was performed. The physician stated that the blockage was caused by the pt's anatomy and was not device related. The pt was discharged on the same day with no further complications.